Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The cause of the end of life was not determined. There were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: 25-sep-2016, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - radiculopathy/spinal pain. It was reported that there was lead migration during normal use. A lead replacement occurred. Patient came in for end-of-life (eol) of ins and when explanting ins it was discovered the lead was partially out of the epidural space and was completely removed and replaced the same time as ins replacement. No further complications were reported/anticipated.